Event description:
It was reported that a patient with a 21mm 2700 aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years, 7 months due to regurgitation. The procedure was performed with a 20mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (type of investigation). Corrected sections: h6 (component code, investigation findings and investigation conclusions). Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, for valves implanted in the mitral position: suture looping/leaflet entrapment by native tissue and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.